Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Access was obtained via the right femoral artery. The 95% stenosed, 4.5x15mm eccentric and denovo target lesion with a bend of 45 to 90 degrees was located in the moderately tortuous and moderately calcified obtuse marginal (om). The lesion was predilated with a 2.5x12mm maverick balloon at 6atms for 5 seconds, leaving 50% residual stenosis. A 5.00x16mm liberte bare stent delivery system (sds) was advanced to om; however, due to the angle of the left anterior descending artery (lad) to the om, the sds was unable to reach the lesion. The physician pulled the sds back into the guide catheter and it was noted that the stent was no longer mounted on the balloon. The physician removed everything as a system from the patient, with the dislodged stent remaining in the guide catheter. A 4.50x16mm liberte bare stent was then successfully implanted in the lesion at 9atms for 19 seconds. The procedure was completed with no patient complications reported. The patient's current condition is stable.